Manufacturer narrative:
On 12/17/2019, the mentor failure analysis lab has received the device for evaluation. The suspect device's date of implantation was also updated per available information and best estimate to 2/1/2006. On 12/20/2019, the product investigation was completed. A manufacturing record evaluation (mre) was performed for the complaint device. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Device investigation summary: the device was visually inspected and it was found with no apparent damage. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. No anomalies were observed. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: bilateral breast prosthesis rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision procedure with mentor memorygel breast implant 375cc gel breast prostheses that both ruptured after implantation. Bilateral silent rupture was diagnosed by a healthcare professional. As a result, the patient will undergo bilateral explantation on (B)(6) 2019. The reported implantation date is before the device manufacture date of the suspect medical device. Mentor will report the dates as received. If clarification is received on the implantation date, a supplemental report will be submitted. This medwatch report is for the patient¿s right breast prosthesis.